Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly, post procedure, both prostyle sutures were successfully tightened using the help of the suture trimmer; however, full hemostasis was not achieved. A nick & spread was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.